Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke in the middle. A second like device was used to complete the procedure with no adverse patient consequences reported. No additional information was provided.